Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with fortum 1.5 grams intraperitoneally (frequency and duration not reported), reflin 1.5 grams intraperitoneally (frequency and duration not reported), and heparin 1000 international units (iu) each bag intraperitoneally for three days (frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.